Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle was melted/deformed. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one picture attached and one loose 3ml assembled syringe was received and confirmed to be from batch #4209974 (p/n 305904). The sample was visually evaluated. The syringe was found to have major damage to the syringe at approximately at the ½ ml marking of the syringe. The damage observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged syringe is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle was melted/deformed. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the syringe of the bd luer-lok syringe with bd safetyglide safety needle was melted/deformed. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.